Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed recorded episodes of non-sustained right ventricular oversensing (nsrvo) caused by noise exhibited by the right ventricular (rv) lead. The patient was non-pacing dependent. No further information was available.